Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the coupling on end of broach is damaged and will not couple with the corail neck trials. During the hip replacement the surgeon broached up to size 12, then could not attach the neck trial to perform the trial reduction. Delay of 3 minutes while surgeon tried to attach the neck trial. Surgeon gave up and requested the definitive stem be opened.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.